Manufacturer narrative:
The field service engineer noted that the sample tube gel was inconsistent.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crep2 creatinine plus ver.2 on a cobas c 111. The first patient sample initially resulted in a creatinine value of 1.66 mg/dl and repeated as 1.30 mg/dl. The 1.30 mg/dl value was reported outside of the laboratory to the patient. The patient was then tested in another laboratory and the creatinine result there was 0.69 mg/dl, so the patient complained about the result reported at the customer laboratory. The original sample was repeated two times on (B)(6) 2022, resulting in values of 0.68 mg/dl and 2.71 mg/dl. The second patient sample initially resulted in a creatinine value of 1.09 mg/dl and this value was reported outside of the laboratory to the patient. Due to the discrepancy with the first sample, the customer decided to repeat this sample. The sample was repeated twice on (B)(6) 2022, resulting in values of 0.83 mg/dl and 3.28 mg/dl. The third patient sample initially resulted in a creatinine value of 2.05 mg/dl and repeated as 1.20 mg/dl. The 1.20 mg/dl value was reported outside of the laboratory to the patient. Due to the discrepancy with the first sample, the customer decided to repeat this sample. The sample was repeated twice on (B)(6) 2022, resulting in values of 0.92 mg/dl and 3.26 mg/dl. The creatinine reagent lot number was 67082301, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The provided calibration data was within acceptable limits. Quality control recovery was acceptable. A reagent issue is not likely.. The engineer noticed that the clotting time for the customer's serum tubes was insufficient. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.